Manufacturer narrative:
(B)(4) - permanent tracheotomy. (B)(4).

Event description:
Literature: hu x, jiang x, zhou x, et al. Avoidance and mgmt of surgical and hardware-related complications of deep brain stimulation. Stereotact funct neurosurg 2010;88(5):296-303. Summary: the authors performed a retrospective analysis of pts who received dbs over a 9-yr period from (B)(6) 2000 to (B)(6) 2008. This study included (B)(6) pts ((B)(6) male and (B)(6) female). Of them, (B)(6) pts suffered from idiopathic parkinson disease, two from essential tremor, and 6 from dystonia. (B)(6). Intraoperative and postoperative antibiotics were administered for 3-5 days. Preventative anticonvulsant treatment was initiated 3-5 days before surgery and discontinued 2-3 weeks after surgery. Postoperative CT scan was performed in all pts within 24 h after electrode implantation. All pts were clinically followed up for 6-84 months (mean 14 months). Reportable event: one (B)(6) female pt experienced an episode of postoperative confusion after simultaneous bilateral dbs targeting the subthalamic nucleus (stn), this progressed to 'coma' which was further complicated by severe pneumonia. No ich or migration of the microelectrode was seen on repeated MRI and CT scan. After anti-infection and ventilator assisted breathing therapies, the pt recovered without new development of permanent neurological deficits, but needed a permanent tracheotomy. This was the only pt in this series in whom ipg implantation was aborted.